Manufacturer narrative:
Results: when the pump was powered on, the vacuum gauge displayed vacuum pressure greater than -30 in.hg. The calibrated gauge was displaying -29 in.hg. Conclusions: evaluation of the returned device revealed that the pump max was plugged in and powered on and ran for 60 minutes without any issues of overheating observed. Therefore, the root cause of the reported overheating could not be determined. Further evaluation of the returned device revealed that the gauge on the pump max was displaying pressure greater than -30 in.hg. Then a calibrated gauge was connected to the pump max inlet and the gauge displayed -29 in.hg. The root cause of the vacuum gauge being out of specification could not be determined. Penumbra pump maxs are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220 (pump max). During the procedure, it was noticed that the pump max was overheating and not producing full aspiration; therefore the procedure was completed using a different pump max and the same tubing and aspiration catheter. Post-procedure the penumbra sales representative tested the pump max and found that the vacuum gauge was displaying an inaccurate level of above 30 inhg. There was no report of an adverse effect to the patient.